Event description:
The hospital reported that during the procedure the plastic tip on vasoview hemopro 2 broke while using during vein harvest. Procedure was completed with a new device. No procedural delay. No patient harm.

Manufacturer narrative:
Tw (B)(4) event site name exceeds character limitations: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 01/30/2026. An investigation was conducted on 02/03/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the cannula handle. There were no visual defects observed on the intact cannula handle. The c-ring was observed to be cracked/split and melted in the center of the c-ring. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device and the evaluation results, the reported failure "break -c-ring" was confirmed. The lot # 3000515672 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported event. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.